Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented via remote transmission. Upon review, the implantable cardioverter defibrillator delivered inappropriate anti-tachycardia pacing due to supraventricular tachycardia and premature ventricular contractions. Programming changes were made. The patient was in stable condition.

Manufacturer narrative:
Should have said that no intervention was performed as opposed to programming changes were performed.

Event description:
Information received notes that programming changes were not performed to resolve this event of anti-tachycardia pacing due to supraventricular tachycardia and premature ventricular contractions.